Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the patient experienced ventricular fibrillation, and during the third defibrillation, the device battery had no power. Only by connecting to power, the defibrillation could perform normally, which affected the rescue speed but did not cause any harm to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips the patient experienced ventricular fibrillation, and during the third defibrillation, the heartstart xl defibrillator/monitor battery had no power. Only by connecting to power, the defibrillation could perform normally, which affected the rescue speed but did not cause any harm to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.